Event description:
It was reported to philips that the device has defibrillation malfunction errors: &:34:10, 7:38.

Event description:
It was reported to philips that the device has defibrillation malfunction errors: &:34:10, 7:38. There was no patient involvement. The field service engineer (fse) found the equipment shows an intermittent failure in the defibrillation. Specifically when doing the function test, it is passed when the paddles are connected, but not when the therapy cable and a resistor are used. It is checked with another cable and therapy and resistance but it keeps failing. Errors 7:34:10 "low capacitor energy" and 7:38 "defib test failed" are checked in the error log and, following the service manual, both condenser and therapy board are ordered to be able to fix this error. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The system meets the specification for the performed service and is returned to use.